Manufacturer narrative:
Model number/catalog number: 72404127 serial number: n/a batch/lot number: 1100574148 model/catalog description: control pump fgs iz unique identifier (UDI) #: (B)(4) model number/catalog number: 72400024 serial number: n/a batch/lot number: 1100535568 model/catalog description: balloon fgs 61-70 cm unique identifier (UDI) #: (B)(4) the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Recurrent incontinence and mechanical malfunction are acknowledged within the directions for use (dfu) and are not related to off-label use or failure to follow instructions. A risk review was completed; altered therapeutic response and non-functioning devices are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence, and the device exhibited poor coaptation. A surgical procedure was performed to remove and replace the aus. No further patient complications were reported.